Event description:
It was reported that this right atrial (ra) lead is suspected to be fractured since it was exhibiting impedance issues. The ra was turned off as preventive action. The device remains implanted. No additional adverse patient effects were reported.